Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronics. The insulin pump was received with moisture damage at the motor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's father reported via telephone call that the insulin pump was exposed to pool water. He did not recall the blood glucose reading but stated that it was high. The customer was treated with a manual injection. The caller was advised that the customer discontinue use of the insulin pump. The insulin pump will be replaced and returned for analysis.